Event description:
It was reported that during the at ablation procedure, an intellanav oi was selected for use. It was noted that an irrigation failure occurred. The device was replaced, and the procedure was completed successfully with no patient complications. The device is expected to be return for analysis. It was further reported that no error codes were displayed. The failure occurred during preparation. The flow rate was set at high rate.

Manufacturer narrative:
The intella-nav oi catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected, and no defects were observed. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Analysis of the device found product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint of difficult to irrigate. Device was found within specifications.

Event description:
It was reported that during the at ablation procedure, an intellanav oi was selected for use. It was noted that an irrigation failure occurred. The device was replaced, and the procedure was completed successfully with no patient complications. The device was returned for analysis. It was further reported that no error codes were displayed. The failure occurred during preparation. The flow rate was set at high rate.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the at ablation procedure, an intellanav oi was selected for use. It was noted that an irrigation failure occurred. The device was replaced, and the procedure was completed successfully with no patient complications. The device is expected to be return for analysis.